Manufacturer narrative:
The observation stated in the reported event could not be confirmed, because not enough information was provided. To gain a better insight in the event and the conditions the product had been exposed to, the customer was contacted. The surgeon did not want to provide additional information as he ¿did not feel this was an implant issue¿. The device was manufactured by stryker orthobiologics in (B)(4) (USA). All relevant quality documents (manufacturing and inspection documents) have been reviewed. The device history record for catalog # 54440310, lot code # k09757km17 may indicate that (B)(4) device was manufactured and released on 2014-dec-30 with no reported discrepancies. Based on the investigation, the review of all relevant quality documents at the manufacturing site and based on the assessment of the surgeon himself (¿did not feel this was an implant issue¿), there is no indication for a not correctly working product or any systematic design, material or manufacturing related issue.

Event description:
It was reported by the company representative that during a cranial surgery, it was discovered that a new cranial implant was actually a replacement for a medpor cci that was implanted in early 2015. The patient experienced a meningioma which pushed the original medpor cci up, causing the screws to become disengaged from the bone. The tumor was removed, area cleaned, and new implant placed in the patient with no additional adverse consequences reported.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded by or.

Event description:
It was reported by the company representative that during a cranial surgery, it was discovered that a new cranial implant was actually a replacement for a medpor cci that was implanted in early 2015. The patient experienced a meningioma which pushed the original medpor cci up, causing the screws to become disengaged from the bone. The tumor was removed, area cleaned, and new implant placed in the patient with no additional adverse consequences reported.